Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument found the ratchet control cap has broken away from the handle. The root cause is attributed to design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle screw handle is broken and needs to be replaced. Please send p1 to (B)(6) hospital. No surgical delay.